Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the device was not received, the phenomenon was not duplicated during device evaluation. Therefore, the root cause of the phenomenon could not be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not yet been received by olympus for evaluation. The customer called olympus technical assistance center (tac) to troubleshoot the connection of the subject device to non-olympus monitor. The customer had been trying to connect to the monitor using a red, green, and blue sync cable, but tac instructed the customer to use a 3g sdi input, suspecting the monitor was not 4k compatible. The customer was able the generate an image on the monitor using the 3g sdi input. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the visera 4k uhd camera control unit had no image. There was no report of patient harm or user injury associated with this event.